Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
Customer reported that he had recently been hospitalized due to kidney failure. Blood glucose level at the time of hospitalization was 248 mg/dl. Customer stated that within two days before the call, he experienced a blood glucose level near 40 mg/dl. Customer stated that he was wearing the insulin pump at the time of hospitalization. Blood glucose level was 129 mg/dl at the time of the call. No further information was provided.